Manufacturer narrative:
No samples were received for investigation of complaint reference (B)(4) reported via post market survey; however, the customer stated that they experienced leakage, bending of the 'pointed tip', kinked tubing and air ingress from the filter while using a bd gravity set. No further information was available to assist the investigation in this instance. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. In this instance, without the complaint sample or additional information about the exact nature of the defect it is not possible to conclusively link this feedback to a specific failure mode.

Event description:
No additional information.

Event description:
It was reported that bd gravity set was leaking. The following information was received by the initial reporter with the verbatim: verbatim: clinician experienced: leakage -leakage of unspecified fluid interruption of therapy (not resulting in harm) bending of the pointed tip -it got twisted no interruption of therapy tube gets kinked very often -kinking causes the fluid to stop no interruption of therapy air insertion randomly from the filter air -air travels to pt , may risk of embolism interruption of therapy (not resulting in harm) please see attached excel sheet for additional information.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.